Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implanted: (B)(6) 2018; 505da20 valve, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced tricuspid valve regurgitation, which was suspected to be caused/worsened by the right a trial (ra) lead. The implantable pulse generator (ipg) system was explanted and replaced with a leadless system. No further patient complications have been reported as a result of this event.